Event description:
(B)(6) states when she goes outside the casters/wheels are not spinning and they become stuck. She advised her dealer she needs the nuts and bolts tightened. She also explained that her chair keeps dying on her.